Manufacturer narrative:
(B)(6). G4: premarket / 510(k) #: k113220, k163174.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, it was noted that the shaft of the balloon was fractured. The balloon was recovered, and the procedure was completed with a different device. There were no patient complications reported.